Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter had foreign matter present. The following was translated from japanese to english: this report is about black fm on the product. When opening the polybag, "black foreign matter" was on the product. The event occurred in the outpatient radiology. Department. When the hcp opened the polybag (external appearance check), fm was found to be on the surface of the catheter.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one opened 20g insyte autoguard bc pro catheter assembly with no product documentation to indicate the reference or lot number. Additionally, three photos were provided for investigation. The photos are representative of what was returned and do not provide any additional evidence that isn¿t already covered by the physical sample evaluation. A gross visual inspection of the returned unit did not identify any foreign material directly on the catheter assembly. However, a black speck of foreign matter was found between a piece of tape that was returned along with the catheter. It is likely that this speck of foreign matter is the material referenced in the report. Both the catheter assembly and foreign matter piece were further inspected microscopically. Microscopic inspection did not find any foreign matter on the catheter assembly and could not identify the origin of the foreign matter piece. As the unit was returned opened and with the foreign matter piece separate from the catheter assembly, it cannot be determined where the foreign matter originated from. Although your reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. H3 other text : see manufacturer narrative